Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the customer's reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Corrected data: upon further review of the complaint folder, it was identified that the investigation results in the supplemental MDR should not have been filed. It should have been filed under MFR 9614546-2017-00541. The following has been corrected. Additional information: additional information received confirmed that the serial number (sn) for this event is sn (B)(4). With this new information, it was learned that the investigation results for this sn has already reported under MFR 9614546-2017-00467. No further information will be provided because it has already been reported under MFR 9614546-2017-00467. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
Reportedly, the physician explanted a lens from the patient's left eye as the patient was experiencing halos and glare. Furthermore, the physician stated that this was the second explantation for this patient. The lens in the right eye was also explanted on (B)(6) 2017. This report will capture the lens explanted from the patient's right eye and a separate report will be filed for the lens explanted from the left eye. No further information was provided.